Manufacturer narrative:
An event of pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported patient effects of pericardial effusion lead to cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet delivery sheath. The patient was noted to have complex chicken wing-shaped left atrial appendage (laa) and was not deep with a depth of 15mm. The patient was in sinus rhythm. Transseptal access was posterior inferior. The patient's activating clotting time (act) level was greater than 300 sec. During implant it was observed that the device was too proximal. The device partially re-captured twice before it was removed from the patient and sized-down to a new 25mm amplatzer amulet left atrial appendage occluder. During implant the patient presented with a pericardial effusion. The physician concluded a cardiac tamponade was present. A pericardiocentesis was performed. The procedure was canceled. The patient status was stable.